Event description:
The customer reported that less than 10 ml of diluent leaked from the coulter® act diff 12 analyzer probe dripping. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were associated with this event.

Manufacturer narrative:
Customer technical support (cts) was told by the customer that the probe was replaced to resolve the issue. Field service was not dispatched to site for this event. (B)(4). Customer was able to resolve issue.